Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values seven days after the sensor was inserted in the arm. On (B)(6) 2023, the patient was sleeping and experienced hypoglycemia; the patient was trembling. At this time, the cgm reading was 63 mg/dl (arrow pointing straight) and there were no bg values reported but the patient believed they were at least twice as low. The patient´s wife treated the patient with emergency glucagon and called the doctor who lived in the same building. The doctor/paramedics treated the patient with IV glucose. The previous day (B)(6) 2023, the cgm was reading 165 mg/dl and the blood glucose reading was 124 mg/dl. At the time of the report the patient was fine. There were no bg values reported during the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.